Event description:
It was reported, the uretero-reno videoscope angle lever was not working. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction is likely due to stress from repeated use, external factors, or improper handling of the device. The event can be prevented by following the instructions for use: chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to detect the subject event. Olympus will continue to monitor field performance for this device.